Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient's nurse reported that the patient had a skin irritation under the back and front therapy electrode pads. She reported that the irritation had a few open wounds. During a follow up on (B)(6) 2015, the patient reported that his doctor prescribed him an anti-fungal medication and that the irritation was improving.